Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if the product is returned for evaluation or additional information becomes available.

Event description:
It was reported that patient developed a foreign body granuloma. In 2008 - avitene was used to control bleeding during thyroidectomy for thyroid cancer. Excess material was washed away with saline solution, but it was not adequately removed. Two month later - pet (positron-emission tomography) showed positive reaction. Two months later- surgery was performed again, and it was identified as not malignant tumor, but granuloma. The patient developed recurrent nerve paralysis due to nerve cut during the surgery.